Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead and left ventricular (lv) lead dislodged due to twiddling. Both ra and lv lead were explanted and replaced. The patient was discharged.